Manufacturer narrative:
This follow up MDR is created to document the additional device information, implant date, and device return. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. As examination of the components may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations as to the reason for surgical intervention. Device was received, and the paperwork included indicated that the device was received to the pathology department in formalin. According to instruction, devices are not to be stored in formalin or other aldehyde-containing antiseptics, disinfectants or antimicrobials. Devices received in prohibited substances will not be evaluated by coloplast due to safety concerns. Therefore, this device receipt has been logged as received, but the device has been discarded and testing will not be performed. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to infection.